Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v004741, implanted: (B)(6) 2006, product type: lead. Product ID 377860, lot# v003916, implanted: (B)(6) 2006, product type: lead. Product ID 377860, lot# v004741, implanted: (B)(6) 2006, product type: lead. Product ID 377860, lot# v003916, implanted: (B)(6) 2006, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative (rep) reported that the patient's right lead had high impedances. The right lead contacts 8, 10, 12, and 14 read > 10000 ohms. The other contacts on the right lead (9, 11, 13, 15) were normal. The left lead was fine. The rep reported he had reprogrammed around the high impedance electrodes, but this was not effective for the patient's therapy. The paresthesia area had moved and the patient now felt stimulation in a higher area than before. Additionally, it was reported that the patient had a recent medical test or electromagnetic interference exposure. The patient recently had a CT scan. It was reviewed with the rep that running impedances at a higher voltage may give better information. The rep was advised that imaging of the lead may be performed. Further information received from the rep reported that it was thought the lead migrated and the health care professional was going to schedule a revision. Relevant medical history reported was spinal pain. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient had a lead revision two weeks prior to the report. If additional information is received, a follow-up report will be sent.